Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. Fse was informed that the customer replaced the bent bf sample probe. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 30th of april 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual under the safety precaution section states the following: uncap primary tubes warning label. Please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. Always have servicing done by tosoh personnel. Attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. The location of the tosoh service center is listed at the back of the manual. The most probable cause of the reported issue was due to operator error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported bent sample probe on their aia-360 instrument. Customer indicated that they left the cap on the sample tube. The technical support specialist (tss) sent the customer a replacement sample probe. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.